Event description:
It was reported via phone call, that 911 was called and the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 791 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated manual injections. It was also reported that the numbers on the insulin pump scroll, without any input from the customer. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime and compromised force sensor, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. All buttons function properly, however moisture damage was noted on keypad traces.